Event description:
Caller reported a malfunction on pump showing code malf 12, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, and caller was informed to continue using the pump.